Event description:
It was reported that a patient death occurred. An ekos device was selected for use 48 hours after a post op procedure (post laminectomy). On an unknown date, the patient passed. No further information is available despite request by boston scientific.

Manufacturer narrative:
B3: date of event estimated using the first day of the aware date month.